Event description:
A hydrothermablator procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, during the procedure, a fluid loss alarm sounded 30 seconds prior to cool down mode. The rate of loss was approximately 47 cc per minute. In addition, a tenaculum stabilizer was used. Post procedure, a burn was observed on the posterior wall of the vagina. The procedure was completed with said device, the burn was treated with silvadene cream and there were no additional patient complications reported as a result of this event. In early 2009, follow up information was received from the attending physician which revealed that this was a first degree burn.

Manufacturer narrative:
The product will not be returned as it has been disposed, therefore, a failure analysis could not be performed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there in any further, relevant information, a supplemental medwatch report will be filed.